Event description:
An error message was reported with the adc device in use with their unknown phone with unknown operating system version. The customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced sweating and was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink that would have led to the complaint. The user reported receiving scan error message when scanning a sensor with the freestyle librelink application. Successfully scanned and received glucose readings using the device configuration (samsung galaxy a52, android 13, 2.8.4.9335, iphone 13 mini, ios 16.2, 2.8.1.6120). No issues were identified with librelink application. Thus the complaint was unable to reproduce. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with their unknown phone with unknown operating system version. The customer received a "scan error" message and was unable to obtain readings. As a result, the customer experienced sweating and was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.